Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-08540. It was reported the patient presented in-clinic for a ventricular tachycardia (vt) episode which caused syncope. Their atrial lead exhibited noise as the implantable cardioverter defibrillator administered two rounds of anti-tachycardia pacing for the vt. The patient's rhythm did not fully convert and the device failed to deliver further high voltage therapy. The vt event terminated on its own. Programming changes were made. The patient was in stable condition.